Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (al25043-c21u) reported that on (B)(6) 2026, they experienced a capsular tear during procedure ID (B)(6).

Manufacturer narrative:
N/a.